Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the lead observation of difficult-to-position and damaged/defective lead body. Visual inspection revealed no abnormalities or deformity found. Testing was completed to assess lead electrical performance, and the lead passed the test. Furthermore, there were no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, placement difficulty was met. Moreover, the lead could not be placed in the appendage due to lead was deformed likely by heating. Hence, the physician opted to use another lead. A new lead was successfully implanted in the appendage. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, placement difficulty was met. Moreover, the lead could not be placed in the appendage due to lead was deformed likely by heating. Hence, the physician opted to use another lead. A new lead was successfully implanted in the appendage. No adverse patient effects were reported.